Event description:
The mother of a home-dialysis patient reported coming home to find the patient unconscious on the floor. The patient had been home alone. Ems was called and the patient was transported to the hospital. It appeared the patient had completed an uneventful 8-hour treatment. The blood from the extracorporeal circuit had not been returned to the patient. The patient expired the following day ((B)(6) 2014). The cause of death is unknown. The bicart and revaclear dialyzer was discarded and not available for inspection.

Manufacturer narrative:
The bicart product involved in this incident was discarded and not available for investigation. The bicart model and lot number could not be provided by the facility.